Event description:
Customer reportedly obtained results of 14.9 mmol/l and 7.4 mmol/l on the advantage system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
Event occurred in (B) (6).